Event description:
The reporter did back to back blood glucose tests and got results of 66, 100 and 107 mg/dl. She retested twice and got results of 117 and 118 mg/dl. The test were done within 10 minutes using separate fingersticks. There were no symptoms. Reporter stated that she had never cleaned her meter. She was not familiar with use of the confirmation dot or comparing the test strip to the color chart. A control solution test was not performed due to the unavailability of supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8